Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium went transseptal and the dilator and needle were retracted, that there was a backflow of blood from the hemostatic valve. Additionally, it was reported that the dilator was difficult to insert into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was still able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issues were resolved. The procedure continued successfully. The resistance was noted when they were inserting into sheath and withdrawing from sheath. There was no physical damage on dilator noted. The device evaluation was completed on 04-jan-2022. Product involved: vizigo sheath. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Also, the brim cap and silicone ring were found in normal condition. The vessel dilator was not returned. Microscopic examination on the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the hemostatic valve conditions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium went transseptal and the dilator and needle were retracted, that there was a backflow of blood from the hemostatic valve. Additionally, it was reported that the dilator was difficult to insert into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was still able to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issues were resolved. The procedure continued successfully. Additional information was received on the event. There was no physical damage on the valve/hub noted. There was backflow of blood from the hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 10cc. The resistance was noted when they were inserting into sheath and withdrawing from sheath. There was no physical damage on dilator noted. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was still able to be moved through the sheath. The dilator was not stuck in the sheath. The hemostatic valve leak issue was assessed as MDR reportable. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.